Event description:
On 20 mar 2006, customer's daughter called the ambulance because the customer's meter reading is high (334 mg/dl), which seems to be higher than she feels. Customer felt ligh-headed and dizzy. Paramedics and she was given glucose gel. Customer refused to go the hospital.